Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt), the patient experienced desaturation 84% and hypotension. It was further reported that "air bubbles exit the patient at the level of red line" were seen. Therapy was discontinued. The lines were removed. The patient was given oxygen. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11 . H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.